Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a dissection occurred which required surgical intervention. The lesion being treated was 90% stenotic, somewhat calcified, and 2cm in length. It was located in the 6-7mm diameter profunda of the common femoral and proximal superficial femoral (sfa) arteries. The physician accessed the lesion using a contralateral, up-and-over approach with a long 7f introducer sheath. The arch angle was "really tight." The first pass was run at 60k rpms, the second run at 90k rpms. And the third run at 120k rpms. On fourth run on high, the device bogged down and made a high-pitched noise and wouldn't go past 6 rpms. (Looking back, the physician thinks it was caught in a flap of plaque at that time.) The oad was removed from the body and it was noted that there was no flow distally. The patient required emergency surgical repair of a vessel dissection. The repair consisted of a successful femoral endarterectomy during which a tissue flap was removed and the vessel was patched. Excellent run-off was noted after the surgical intervention. The patient remained stable and asymptomatic, and was discharged the next day. The physician thinks this event was not related to the diamondback oad, but due to a dissection caused by the introducer sheath.